Manufacturer narrative:
It was reported that the pdm suggested an incorrect bolus of 2.5 units of insulin and should have calculated a bolus of 1.1 units. The date and time of the incident was reported to be (B)(6) 2020 at 2:00 a.m. No bolus information was found for july 28, 2020 at 2 a.m. However, a bolus of 2.5 units was discovered at 11:23 a.m. On july 28, 2020. A 25 grams(g) carbohydrate amount was found to have been manually inputted. No bg reading was found to have been entered. With only a carbohydrate entry of 25g, and an ic ratio of 10g/1 unit, the bolus calculator correctly suggested a bolus of 2.5 units. During investigation, the bolus calculator was tested and was found to have been functioning correctly. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data. Pod successfully communicated with pdm at 5¿ distance, administering 1u bolus.correction to d(4): lot number changed from unavailable to l000221. Catalog no changed from zxy425 to zxp425. Sequence number changed from unavailable to 010200-11918. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 4/3/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the personal diabetes manager (pdm) suggested an incorrect bolus of 2.5 units of insulin and should have calculated a bolus of 1.1 units. The patient's blood glucose levels were between 38 mg/dl and 60 mg/dl.